Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving a message 'lo' (reading <40 mg/dl) on the adc device and experienced symptoms of hypoglycemia and sweating. Customer had contact with a healthcare professional who obtained a unspecified blood glucose result and provided a unspecified (dose) "combined insulin rapid 30/70, janumet 50 + 850, atovat starting 20gram, tiproflo xating 500mg" as treatment. No further information was provided.